Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was submitted. The device was not returned for investigation. Based on the provided clinical details, the root cause of the positioning issue was most likely due to use as it was accidentally pulled back into the aorta during repositioning.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support as bailout during percutaneous coronary intervention. Upon repositioning, the impella cp and pigtail were pulled across the aortic valve. The patient was taken to the catheterization lab for repositioning again. The patient is stable. The patient remains on impella cp support on the date of this report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.